Event description:
A malfunction occurred with the pump as reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in performing the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reoccurred, which the customer understood and acknowledged.